Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge while the customer was sleeping. Customer reported blood glucose (bg) level was 400s (mg/dl). A correction bolus was delivered to address bg level. It was confirmed the customer loaded a new cartridge and resumed insulin therapy.